Event description:
It was reported that the cradle brake on the 9600 system would not hold. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number